Event description:
It was reported the device reached elective replacement indicator (eri) in two years and seven months and there was possible early battery depletion. Also the left ventricular (lv) lead threshold was high at 2.75 volts at 1.0 milliseconds. The device and lv lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead 2006-(B)(6), 7120 competitor implantable defibrillation lead 2010-(B)(6). (B)(4).

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.